Event description:
It was reported that during a surgery, both drivers in the kit were rounded and the closure tops could not be properly final tightened. There was no delay to the case and no impact on the patient.

Manufacturer narrative:
Visual evaluation of the returned device revealed rounded corners on the hex tip. A field action, 1649384-02/28/2011-001-c, to inform users to ensure complete instrument engagement with the closure top and maintain on axis use during final tightening has been initiated. This is the final report that will submitted for this device.